Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 17-oct-2022. A review of the device history record for chem8+ lot h22082c confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ak, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified. In addtition, a review of the device history record and retained cartridge testing was not applicable for the cg8+ lot as the lot number was unknown. Returned cartridges were not available. Searches of quality system processes (quality records (qr), stability and complaints) show no indication of related performance issues identified with unexpected po2, ph and so2 results during the timeframe of this incident. No deficiency has been identified.

Event description:
On (B)(6) 2022, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant ionized calcium results of 2.4 & 2.17 mmol/l on a patient. There was no additional patient information available at the time of this report. Return product is available for investigation. Method, date, result. I-stat, (B)(6) 2022, 2.4 mmol/l. I-stat, (B)(6) 2022, 2.17mmol/l. I-stat, (B)(6) 2022, 1.19mmol/l (normal, using another lot). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.